Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a cs 088-85b3 call service alarm on the reported failure date. During testing, the pump powered on properly and displayed the verify screen. The pump prime steps were performed, and the pump was exercised for 24 hours with no duplicated call service alarms.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The pump allegedly emitted an unknown call service alarm while the user was swimming with the pump. Following the call service alarm, it was reported that the user could not progress past the ¿animas¿ logo screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.